Manufacturer narrative:
Additional information: section h manufacturer narrative, imdrf annex a, imdrf annex c, section b describe event or problem, section d device available for eval and returned to manufacturer. Part analysis: the report of [va]es - main drawer 4 failed - 3b south 1 was confirmed during fse testing and subsequently confirmed in the dchu testing and inspection process. According to work order # (B)(4), the fse replaced pmc and hh drawer control pcba of main drawer fh 4. Customer reassigned drawers positions. No further issues were observed. During dchu visual inspection: p/n 151622-01: was received in good condition with no signs of physical damage, loose components, fluid ingress, or missing components. P/n 151903-01: it was observed one component (u300) with thermal damage. During dchu testing p/n 151622-01: laboratory testing was conducted using a dmm on the pcba drawer controller. No anomaly was found on the pcba because all components specifications passed the tests. The hardware test application (hta) confirmed that the pcba drawer controller is functioning as intended. All diagnostic tests were completed. P/n 151903-01: no further laboratory tests were necessary for the pcba fh cubie pmc due to the visible damage observed during the external inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was identified as thermal damage to components u300, c300, c301 and c302 on the full height cubie pmc (p/n: 151903-01). This damage compromised the communication and control signals responsible for managing the cubie pockets, leading to their malfunction.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer was failed, and device was not detected on bus. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. As part of the investigation, it was determined that the issue was identified as thermal damage to components u300, c300, c301 and c302 on the full height cubie pmc (p/n: 151903-01). There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 4 was failed and was not opening. A field service engineer (fse) replaced the pyxibus module controller and the half height drawer control printed circuit board assembly. The customer login was used to reassign the drawer positions. Bd login credentials did not work at this va account, so the hardware test application test could not be performed. The customer inventories in that drawer were counted with no issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer was failed, and device was not detected on bus. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.